Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the entire main drawer 4 was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.1 and 4.2 was failed and was not on bus. A field service engineer found that the half height auxiliary drawer 4.1 was not detected on the bus and the controller board light was off. Reseated all controller board connections and rebooted, but the light still did not power on and found that the retractor band was bad and replaced the retractor band. Then, the fse rebooted to es application and all failure messages disappeared. The system functioned as intended after the field service engineer repaired the device.